Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter device is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The steerable guide catheter was advanced across the interatrial septum when the patient went into cardio-respiratory arrest. Cardiopulmonary resuscitation was performed and the patient was successfully resuscitated. A coronary angiogram was performed, but was unable to identify a cause for the full arrest. The procedure continued and one mitraclip was successfully implanted. When the gripper line was being removed, the clip detached from the posterior leaflet (single leaflet device attachment was noted). A second mitraclip was implanted to stabilize the first clip, reducing mr to grade 1. Attention was then placed on the severe tricuspid regurgitation, but visualization was poor due to the tricuspid anatomy. Leaflet grasping was difficult due to a pacer wire that was adjacent to the septal leaflet. The mitraclip was unable to grasp two tricuspid leaflets simultaneously so the procedure was completed with zero clips on the tricuspid valve. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. A query of the complaint-handling database was performed for the reported lot. The query identified no other incidents reported for the single leaflet device attachment (slda) from this lot. The reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology (a short posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.